Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received two different sets of results on a nano meter, within 10 minutes: 219 mg/dl and 44 mg/dl, and 223 mg/dl and 112 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.